Event description:
Vaginitis - adverse reaction to medical device. Has been nauseous, ha, malaise since pessary was placed in '08 for relief of pelvic relaxation. Pt and daughter have a history of sensitivity to environmental chemicals in paints and other household products.